Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a fill anomaly when priming his insulin pump. The insulin squirted out of the infusion set due to a continuous motor loop while priming. His blood glucose level was 117 mg/dl. Standard troubleshooting was performed and the insulin pump was unable to function properly. The customer was advised to revert to a back-up plan. The product is being returned. Nothing further was reported.